Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the video generator pcb (0670-00-0781) and the device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the bottom display of the cardiosave intra-aortic balloon pump (iabp) was flickering. There was no patient involved.